Event description:
While monitoring the patient the through paddles lead, the patient ECG was reportedly lost and dashed lines were displayed on the device screen. Reportedly, with the next defibrillation attempt, the defibrillator then would not charge. The patient was not resuscitated.